Event description:
It was reported that the user experienced elevated blood glucose after a larger-than-usual meal, observed light blood when removing the cannula from a 23-inch infusion set, and remained above range for approximately 4 hours 45 minutes until performing a complete infusion set and tubing change and confirming insulin delivery had resumed, after which glucose decreased to 185 mg/dl and no device alerts were reported. Symptoms included none. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included product troubleshooting and user education with verification of resumed insulin delivery. Investigation of this case revealed hyperglycemia with unclear cause in the setting of a potentially compromised infusion site, consistent with reported blood at cannula removal and resolution after infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.